Event description:
It was reported that there was coring of the rubber stopper of a vial when the vial-mate adapter was activated. The reporter stated that the patient had activated the adapter, and then observed black particulate matter in the vial which was then transferred to the solution bag. The patient stated that the particulate matter was not in the vial or solution bag prior to activating the adapter. The patient proceeded to use the solution bag; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 20 march 2015 - 24 march 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.